Manufacturer narrative:
System error messages were generated. Service was on site on (B)(4) 2011. The field service engineer (fse) found the middle dispense probe mixer gripper/spinner had two missing fingers. [Note: there are six fingers in each gripper, which hold the rv in the spinner assembly while mixing.] The broken fingers were found in the wash carousel, which had damaged one dispense probe. The fse replaced the dispense probe gripper/spinner assembly. The fse performed alignments, ran special clean, system check and qc. The instrument was verified as passing all performance specifications. Hardware was the root cause for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) to report multiple 'wash wheel motor slippage' messages in the event log of unicel dxi 800 access immunoassay analyzer. The system went to 'not ready' status and sample processing was halted. There was no report of erroneous results and there was no effect to patient or user.